Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed and this lot met all release criteria. Investigation summary: one ultrascore 014 pta dilatation catheter returned for evaluation. An unknown 014 guidewire was returned in its packaging hoop. During visual evaluation, no kinks noted to the catheter shaft. No anomalies to the luers and y-body. The catheter was loaded onto an unknown sheath. It was noted the distal tip of the balloon was bunched, core wires were bent and there was a kink to the inner guidewire lumen within the balloon. The sheath was noted to be bent along its length and was buckled on the distal tip. During functional testing, an attempt was made to remove the balloon, but was unsuccessful, no further functional testing was performed due to the returned condition of the balloon which was bunched at the distal of the balloon, and a kink to the inner guidewire lumen and damaged sheath. Therefore, the investigation is confirmed for the reported sheath removal difficulties and identified material deformation as the distal tip of the balloon was noted to be bunched and core wires were bent and kink to the guidewire lumen which may have occurred due to difficulty during removal through the sheath. However, the investigation is inconclusive for the reported guidewire removal difficulty as no functional testing was performed due to the condition of the device returned. A definitive root cause for the reported sheath removal difficulty and guidewire removal difficulty could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. Section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2025, a patient underwent an angioplasty procedure using the ultrascore 014 in the superficial femoral artery via ipsilateral approach, the pta balloon catheter allegedly was stuck with the guidewire and could not be removed. It was further reported that the pta balloon catheter was allegedly stuck with the introducer sheath tip and could not be inserted into the introducer sheath and was removed together with the sheath. There was no reported patient injury.